Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; e1; g1; g3; g6; h1; h2; h3; h4; h6; h8 corrections to d4 (UDI is not applicable) and h4. The reported event could not be confirmed. No product was returned, and no pictures were provided; visual and dimensional evaluations could not be performed. A review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the gray tip of an impactor was found cracked by sterile processing staff prior to use and was not used in the case. There was no patient involvement. Attempts have been made and no further information has been provided.